Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a male patient (born in (B)(6)) coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. The patient stated he experienced an unknown issue with the cycler and set up and opened the patient line and the bag which may have caused the peritonitis. Follow-up with the hp's rn on (B)(6) 2012 was performed. The rn stated that the patient was hospitalized for hypotension (unrelated to peritonitis) from (B)(6) 2012 - (B)(6) 2012, the hp was treated with vancomycin 2g loading dose on (B)(6) 2012 followed by 1300mg ip every 3-5 days along with fortaz 1700mg ip daily. Treatment started on (B)(6) 2012 and is scheduled to end (B)(6) 2012. The hp is reportedly recovering.